Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for ICD upgrade, externalized conductors via fluoroscopy was observed on the riata lead. Lead exhibited normal electrical function. Lead was capped and replaced on (B)(6) 2016. Patient was stable.